Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side breast implant rupture, and bilateral capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 300cc mentor memorygel breast implant and was presented with right side breast implant rupture, and bilateral capsular contracture; baker grade unknown confirmed on (B)(6) 2018 via MRI. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient was encountered with right side rupture and right side capsular contracture; baker grade IV. There were no issues reported on the left side per additional information received on the operative report. This report is for patient's left side. Manufacturer¿s reference number: (B)(4).